Event description:
Patient brought to cath lab in cardiogenic shock. When cath lab personnel attempted to fluoro, the equipment did not work. Equipment was shut down and restarted twice before fluoro came on.